Manufacturer narrative:
Results and conclusion: eval suggests use or technique error, however, no evidence exists that would allow this statement to be made conclusively. Conclusion: evidence suggests that the failed unit was handled in such a way as to hyperextend the upper jaw. Possible cause of hyperextension is unk, but possible cause could include dropped instrument, mishandling when placing the instrument on/in a tray, or catching the upper jaw on something during normal use.

Event description:
Jaw hinge pin in the instrument broke.